Manufacturer narrative:
The device was returned for analysis. The reported clip open ¿ locked could not be replicated in a testing environment due to the returned condition of the device (clip not returned). The reported off-label use - patient section during use could not be replicated in a testing environment due to patient anatomy or procedural operational circumstances. The gripper lines were removed from the cds proximal end. The gripper lines were inspected, and no issues were observed, hence the reported gripper line break could not be confirmed. The discrepancy between what was reported and what was observed is likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis, and noted internal damage to the actuator assembly. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that per the instructions for use (IFU), g4 mitraclip system, indication for use states, the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. As it was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr), hence this is an off-label use of the device. However, as this off label use is not confirmed to have contributed to the reported issue. Additionally, foreign body in the patient is listed in the IFU, as a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs manager who stated that the provided movie (recorded with a phone camera and for more than half being a still image) show 2 g4 clips implanted with one that seems to be more open than the other. Nothing else can be inferred from the provided movie. All available information was investigated and a definitive cause for the reported issues of gripper line break and clip open while locked could not be determined. The off label use appears to be related to the user using the mitraclip device in the tricuspid valve. One side of the gripper line was still attached to the clip; hence, foreign body in patient. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report the clip opened after deployment. It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a tr grade of 4. The first clip was implanted successfully. To further reduce tr, a second clip was advanced and was placed without issues. However, during clip deployment, after retracting the delivery catheter handle to release the clip; the clip opened, and it appeared that one side of the gripper line was still attached to the clip. It is unknown when the gripper line break occurred. The clip remained stable on the leaflets, tr was reduced to 3. No additional clips were implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.